Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 311 mg/dl to 328 mg/dl. The user was uncertain of the suspected cause, but believed it to be either the site or the pump. The user addressed bg level with a bolus via the pump. Additionally, it was reported that the user did not see drips from the tubing during fill tubing. The user disconnected the luer lock connection, reconnected the luer lock connection, and saw drips coming out of the tubing. Reportedly, this issue did not impact the user's bg level.